Event description:
It was reported that pump experienced malfunction. The customer's blood glucose level was 400 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.